Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump alarmed compromised force sensor system. Customer cannot recall blood glucose reading. Customer said the drive support is sticking out. The customer was advised to discontinue using the pump and revert to a back up plan per healthcare instruction. Insulin pump will not be returning for analysis.